Event description:
The user facility reported that their sterilizer was leaking water. No injuries to hospital staff or patient. A procedural delay was reported.

Manufacturer narrative:
A steris service technician inspected the sterilizer and found that the heater element within the steam generator required replacement. The technician repaired the unit, ran a test cycle and confirmed the unit to be operational.